Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a long charge time error (lc). Multiple t-waves were oversensed and the s-ICD began to charge. Once charging began, the sensing returned to normal and the episode would be terminated only to repeat shortly thereafter. Then a single event upset (seu) firmware error occurred, affecting sensing behavior and causing a device reset, and afterward the s-ICD resumed normal operation. It is suspected the s-ICD longevity was impacted by a few months, and 47 untreated episodes were recorded as a result. However, only one full energy charge occurred, with the other 46 attempts performed with high voltage present on the capacitors. Tones have been emitted since the event. The s-ICD system remains in service. No adverse patient effects were reported.